Event description:
It was reported that during a ptca procedure, a guide wire fracture occurred. The 85% stenotic lesion was located in the mildly tortuous and non-calcified circumflex (cx) coronary artery. While attempting to cross another manufacturers stent in the marginal, the proximal section of the pt2 guide wire fractured. The fractured segment remained in the coronary artery before being successfully removed with a gooseneck snare. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.